Event description:
It was reported that the patient reported to the emergency room for a syncopal episode. Electrograms from episodes recorded by the implanted loop recorder (ilr) showed signs of oversensing and undersensing. The ilr remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.